Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection found an error e216 during image check and once device placed under aeration and dried , the image check test found normal. In addition, bending section test failed, intermittently with electrical continuity observed. Scope connector found wet and was dried after aeration. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device exhibited an error b30 (scope communication error) found at preparation for use for a bronchoscopy procedure. The device was replaced and the intended procedure was completed with another scope. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. D5: corrected operator of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to water that invaded the scope connector which caused a conduction failure of circuit board inside scope connector. The water invaded the scope connector by the following possible scenarios: a) stress applied to open venting connector accidentally while device was under water. B)foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. C) water invaded leak test air tube by breakage/misconnection of the tube, breakage of packing at reprocessor/the tube, or the like during using reprocessor. The invaded water entered scope connector during leakage test. D) immersed device in fluid for reprocessing while sterilization cap was attached. E) connector cap of leakage tester was attached to wet venting connector. F) leakage tester was attached/detached while device was under water. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.